Manufacturer narrative:
Unit was programmed with correct time and date and monitored. No time anomaly was noted. Unit passed self test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer states the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.